Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 322 was confirmed and caused by loose upper and lower latch switch bracket screws. This would allow the switches to move causing the reported symptom. The upper and lower assemblies were replaced.

Event description:
It was reported that a spectrum pump displayed system error 322, per the history log. Any patient involvement, injury or medical intervention is unknown.